Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not form. The tip of the device broke off into the pt. The tip was retrieved. The procedure was completed by using a 10mm clip applier.